Event description:
Same case as MDR ID# 2134265-2011-04356. It was reported that during a peripheral treatment procedure a, balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5 fr unspecified non bsc introducer sheath was inserted and then a 0.035 non bsc guide wire was advanced crossing a heavily calcified, very focal short stenosis. The stenosis was previously treated 4 weeks earlier with several different unspecified non bsc balloons with no effect on the tight stenosis. A 5x20x75 mustang balloon catheter was advanced to the target lesion. A unspecified non bsc inflation device was used to inflate the balloon to 24atms. No change to stenosis was observed, so physician made a clinical decision to further inflate the balloon and at 29atms balloon rupture occurred. The physician removed the 5x20x75 mustang balloon catheter with no issue. Upon removal a pin hole rupture of the balloon was noted by flushing the balloon. Following this a 5mm x 2cm x 90cm peripheral cutting balloon was used without any issues. Then a 6x20x75 mustang balloon catheter was advanced to the target lesion and inflated to 24atms with no change in appearance of the stenosis noted. The physician increased the pressure to 27atms. The balloon appeared to burst. The physician deflated the balloon and tried to remove it however, resistance was encountered. The balloon was stuck inside the vessel. The physician tried to remove the 6x20x75 mustang balloon catheter by applying further negative pressure to the balloon port, flushing through the wire lumen, and gentle pulling. Patient blood flow was checked by flushing through the sheath around the balloon shaft. Adequate flow to lower leg was noted and the foot was perfusing. A vascular surgeon was called to advise and assist. Physician tried further gentle flushing, twisting, advancing of the balloon. Eventually with some force the balloon came free from the calcified area and was removed through the introducer sheath. An examination of the balloon found it was severely damaged and a large section had dislodged and remained inside the patient. The physicians, through a general assessment of foot perfusion and the fluoroscopy images, decided that there was no significant risk to patient. No further patient complications were reported. The patient was administered heparin and kept overnight under observation. The physician stated that he did not think the balloon was at fault but believed the event could be due to the heavily calcified stenosis.

Event description:
Same case as MDR ID# 2134265-2011-04356. It was reported that during a peripheral treatment procedure a, balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 5 fr unspecified non bsc introducer sheath was inserted and then a 0.035 non bsc guide wire was advanced crossing a heavily calcified, very focal short stenosis. The stenosis was previously treated 4 weeks earlier with several different unspecified non bsc balloons with no effect on the tight stenosis. A 5x20x75 mustang balloon catheter was advanced to the target lesion. A unspecified non bsc inflation device was used to inflate the balloon to 24atms. No change to stenosis was observed, so physician made a clinical decision to further inflate the balloon and at 29atms balloon rupture occurred. The physician removed the 5x20x75 mustang balloon catheter with no issue. Upon removal a pin hole rupture of the balloon was noted by flushing the balloon. Following this a 5mm x 2cm x 90cm peripheral cutting balloon was used without any issues. Then a 6x20x75 mustang balloon catheter was advanced to the target lesion and inflated to 24atms with no change in appearance of the stenosis noted. The physician increased the pressure to 27atms. The balloon appeared to burst. The physician deflated the balloon and tried to remove it however, resistance was encountered. The balloon was stuck inside the vessel. The physician tried to remove the 6x20x75 mustang balloon catheter by applying further negative pressure to the balloon port, flushing through the wire lumen, and gentle pulling. Patient blood flow was checked by flushing through the sheath around the balloon shaft. Adequate flow to lower leg was noted and the foot was perfusing. A vascular surgeon was called to advise and assist. Physician tried further gentle flushing, twisting, advancing of the balloon. Eventually with some force the balloon came free from the calcified area and was removed through the introducer sheath. An examination of the balloon found it was severely damaged and a large section had dislodged and remained inside the patient. The physicians, through a general assessment of foot perfusion and the fluoroscopy images, decided that there was no significant risk to patient. No further patient complications were reported. The patient was administered heparin and kept overnight under observation. The physician stated that he did not think the balloon was at fault but believed the event could be due to the heavily calcified stenosis.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially. It was noted that the distal section of the torn balloon material was turned inside out over the tip of the device. It was noted that the middle portion of balloon approximately 15mm was not returned for analysis. It was noted that the inner shaft is stretched and flattened for a distance of 33mm distal to the lapweld area. The distal radio opaque markerband has moved distally to the proximal edge of the distal balloon sleeve. The proximal radio opaque markerband is free moving along the shaft. The most probable root cause was determined to be user related. The complaint report states that the balloon was inflated above rated burst pressure. The dfu states"do not exceed the rated balloon burst pressure". The dfu also states the "mustang pta balloon dilatation catheter should be used with caution for procedures involving calcified lesions" "due to the abrasive nature of these inflation sites". (B)(4).